Event description:
It was reported that the user discontinued the ilet system after experiencing recurrent episodes of high and low blood glucose and transitioned to another insulin delivery system, then requested a return for credit through a pharmacy distributor. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user discontinuation of therapy without medical intervention or hospitalization. Investigation included customer support education on the return policy and direction to contact the pharmacy distributor and the healthcare provider. Investigation of this case revealed no device evaluation because the device was not returned and no additional troubleshooting was accepted, so no device malfunction could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.